Event description:
Patient's spouse complained of intercourse pain 3 months after sling procedure. Dr cut a suture that was found coming out from the anterior vaginal wall. After complaint of intercourse pain by patient's spouse, dr pulled the suture out with a forceps and cut the suture. Subsequently, patient complained of vaginal discharge. Possible infection indicated by the physician. A revision surgery has not been determined at this time.